Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) over sixteen months prior. At the time of this recent device interrogation the voltage was 2.59 with charge times of 17.4 seconds. The patient had not been seen in the clinic for over eighteen months. The patient recently had been shocked with charge times of 18.4 seconds. There were no associated episodes with the declaration of eri. Technical services advised that the ICD be replaced. Device behavior was also discussed.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.